Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not treat an arrhythmia and an external defibrillation was necessary to convert the arrhythmia. Programming changes were made by the health care professional (hcp). No patient complications were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.